Event description:
Pvi (pulmonary vein isolation) for a-fib. One of the lasso mapping catheters became entrapped in a pre-existing stent of the left superior pulmonary vein. Attempts to free the lasso failed and the sheath was advanced over the lasso and the lasso was pulled into the sheath. Visual inspection of the lasso showed a missing distal electrode.